Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had changed rates spontaneously. An rn scanned the medication administration using a rover and programmed the pump at 89.2 ml/hr, with a second rn signing off. Approximately 20 minutes later, the pump was found running at 5 ml/hr. No user intervention was recorded between the start and rate change. The timeframe in question is 12:33:25 to 12:35:45.there was patient involvement, but the outcome was unknown.

Event description:
It was reported that the device changed infusion rates spontaneously. A clinician scanned the medication administration using a rover and programmed the pump at 89.2 ml/hour, with a second clinician signing off. Approximately 20 minutes later, the pump was found to be infusing at a rate of 5 ml/hour. No user intervention was recorded between the start and rate change. The timeframe in question is 12:33:25 to 12:35:45. There was patient involvement, but the outcome was unknown.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue that the device changed infusion rates spontaneously was not identified during the customer call. Issue has been escalated to the designated complaint handling unit (dchu) for further investigation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.